Event description:
It was reported that the surgeon was drilling with the 2mm drill through the pilot hole of the modular glenoid plate drill guide when the drill broke. Surgery continued as normal. No fragment parts or pieces fell into the patient wound site. No patient information/medical history reported.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
Based on historical complaint investigations, the broken drill bit reported was likely the result of applying a bending moment while the drill bit was passing through the drill guide which led to ultimate fracture of the device.